Event description:
It was reported that malfunction alarm occurred on pump with code 12, and no notable events happened prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction code recurred, which customer acknowledged and understood.